Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was experiencing power cable disconnect alarms and yellow battery alarms. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The report of power cable disconnect and yellow battery alarms was confirmed and reproduced during analysis. The black power cable was found to have compromised inner conductors at the connector end. Movement of the black power cable at the connector end when the white power cable was disconnected for power exchange resulted in power cable disconnect and low battery alarms. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/1001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.